Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("intense pain") and suicidal ideation ("she has thought about ending her own life/suicidal ideas") in an adult female patient who had essure inserted for infertility. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "one of the essure devices was inserted as a previous step of a fertility treatment (due to previous infection on one of her fallopian tubes incompatible with pregnancy)" and off label use of device "one of the essure devices was inserted as a previous step of a fertility treatment (due to previous infection on one of her fallopian tubes incompatible with pregnancy)". The patient's past medical history included salpingitis infection (infection on one of her fallopian tubes incompatible with pregnancy). On an unknown date, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage ("remnants of device were detected on unspecified site"), suicidal ideation (seriousness criteria medically significant and life threatening), bone disorder ("she had the bones of an (B)(6) person"), complication of device removal ("remnants of device were detected on unspecified site"), depression ("depression") with tearfulness, mental disorder ("psychological damage/ she is made dust") and discomfort ("discomforts"). The patient was treated with morphine and surgery (essure was removed on unspecified date, previous physiotherapy was required). At the time of the report, the pelvic pain and suicidal ideation had not resolved and the device breakage, bone disorder, complication of device removal, depression, mental disorder and discomfort outcome was unknown. The reporter considered bone disorder, complication of device removal, depression, device breakage, discomfort, mental disorder, pelvic pain and suicidal ideation to be related to essure. The reporter commented she received tickets for physiotherapy as gifts during her birthdays, anniversaries in order to mitigate the pain, however they did not work. She had to "renounce to her own ovules" after she underwent to a surgery in which she lost her fallopian tubes. Essure was removed; however remnants of device were detected, reason for which patient prays that they are not located in her uterus, which would ruin her plans to become mother, as that was the main reason for which she chose to use essure. She bursts into tears when she thinks in a possible scenario in which essure remnants were detected in her uterus, which would require a hysterectomy, totally incompatible with pregnancy. Patient is thinking about taking legal action as "they have made her dust" and due to psychological damage. Lay press report. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 16-aug-2017 for the following meddra preferred terms: device breakage. The analysis in the global safety database revealed 1678 cases. Pelvic pain. The analysis in the global safety database revealed 3469 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.